Event description:
It was reported that while testing the unit at the manufacturer, the drill heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon eval, an overheating condition was discovered. Internal components were evaluated and extensive corrosion was discovered within the motor and rotor assemblies. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The rotor and motor assemblies were replaced and the drill was returned to the user facility.